Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer replaced the heat exchanger assembly and solenoid valve assembly to correct the issue.

Manufacturer narrative:
Product analysis: a compressor heat exchanger assembly and a compressor solenoid valve assembly were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found the heat exchanger assembly had some of the fins were damaged and pin holes were observed on the tubing of the device. No anomalies were found on the solenoid valve assembly. The returned component was installed into a test ventilator for analysis and functional testing was performed; no errors were recorded in the diagnostic logs, the ventilator failed the extended self-test a leak was detected. The leak was caused by the pin holes on the tubing. An investigation was performed and the product analysis technician reported that the root cause for the compressor heat exchanger assembly was isolated to the damage on the component. However, the origin could not be determined. No fault was found on the compressor solenoid valve assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a compressor inoperative. The ventilator was not on a patient at the time of the event. The service engineer replaced the heat exchanger assembly to correct the issue. Ventilator passes all tests required according to the service manual.